Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the ECG signal was improperly connected to the monitor. The fse attached the ECG cable correctly. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characters limitations e1 (event site name) is (B)(6).

Event description:
It was reported by the hospital that the cardiosave intra-aortic balloon pump (iabp) as ECG lead no waveform when in use. There was no harm reported.